Event description:
The customer reported via phone call that the insulin pump was not functioning correctly. Customer stated that he was unable to prime the insulin pump and he gets weird warning message. Customer stated that there was no sound coming from the insulin pump during self-test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.